Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Study event. Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: after the procedure. It was reported that after a left internal carotid artery angioplasty stenting procedure the pt developed severe abdominal pain and distention. The pt had several soft bowel movements during the procedure and several loose bowel movements after the procedure. The abdominal pain was treated with narcotics. The physician felt the pt may have had ischemic bowel secondary to an embolic event. Her white blood cell count was elevated. A gastrointestinal work-up was initiated; however, the pt developed respiratory distress and was intubated. Subsequently, she experienced aspiration pneumonia and suffered cardiac arrest in 2007. CPR was administered but the pt expired. Though requested, no add'l info was available.